Manufacturer narrative:
(B)(4). Date sent: 7/29/2016. Upon review of the information provided, it was concluded that this event meets the FDA defined criteria for a reportable event and is being considered a serious injury.

Manufacturer narrative:
(B)(4). Batch # n54195. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Orange indicator was within green firing zone what confirmation was received that the device was fully fired? No confirmation received when the device cut, was the cut line fully circumferential around the target tissue? Cut line was not fully circumferential were the staples seen lying in the surgical field? Surgeon has not seen any staples lying in the field. Was there any change to the patient care as a result of the bruise that occurred? Due to collection antibiotic usage was extended. The analysis results found that the cdh33a device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 07/13/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a low anterior resection procedure, while doing coloproctostomy, the device misfired. The knife cut through the rectum and bruised the distal part but staples were not deployed. Surgeon has to over sew the affected area. There were no adverse consequences for the patient reported.